Event description:
It was reported via medwatch report that the patient had an intra-aortic balloon (iab) inserted in the left groin. The arterial line that is connected to the balloon had been broken off and the length of time is unknown. The staff removed the broken tubing and were able to draw back blood, but they could not flush. The balloon was removed per protocol and it was noted that a clot had formed on the end of the balloon. The staff believes the line was broken during transfer to/from the operating room table. The patient's condition and outcome is not known at this time. Additional information received on 09/02/2010 from the sales representative stated that he talked with the hospital cardiology manager and there was no adverse patient outcome caused by the iab.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.